Manufacturer narrative:
This is a known issue. The echo may generate a (B)(6) well interpretation for capture-r screen, ready ID and extend assays and subsequent visual interpretation of those reactions are weak (B)(6) or questionable (equivocal) is addressed under customer communication (B)(4).

Event description:
On (B)(6) 2016 a customer reported unexpected negative antibody screen when testing a patient sample on the galileo echo instrument. The patient screen reported out as negative by the instrument but was visually (B)(6).